Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited episodes of myopotential oversensing. No intervention was performed. The patient experienced no consequences.